Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (b)(6 2012.

Event description:
It was reported that the patient's right atrial (ra) lead had an apparent fracture as evidenced by high thresholds, high lead impedance, and oversensing of noise. The ra lead was capped and replaced the next day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.